Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter, oil mist filter and oil drain bottles were replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service on (B)(6) 2016.

Event description:
A customer reported an event of a haze/mist emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was onsite to assess the unit. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic decomp filter was returned and tested. The reason for return was confirmed. The oil mist filter was returned and tested. The reason for return of the oil mist filter was not confirmed. The assignable cause of the haze/mist/vapor issue is the oil mist filter, catalytic converter, vacuum pump oil and oil drain bottles. The field service engineer replaced these parts and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.